Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during stent-assisted coil embolization of aneurysm located on the acomm (anterior communicating artery), a microcatheter (subject device) was advanced into a catheter (non-stryker device) into the aneurysm. While advancing the last few millimeters of the coil (non-stryker device), the microcatheter pulled out of the aneurysm and was stuck within the distal a1 segment of the left aca (anterior cerebral artery). Multiple attempts were made to advance the microcatheter back into the aneurysm, but were not successful. Angiography showed slow flow within the left ica due to vasospasm. The procedure was completed successfully. Patient neurological assessment post-procedure was mrs 1. At 2 month and 6 month post-procedure, nihss and mrs were 0. No additional information is available at this time.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. As per the additional information, the subject microcatheter performed as intended, the anatomy had very tortuous cervical common and internal carotid. Tight cavernous loop. It is probable that the tortuous nature of the patient¿s anatomy caused unexpected movement of device. The vasospasm is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this investigation.

Event description:
It was reported that during stent-assisted coil embolization of aneurysm located on the acomm (anterior communicating artery), a microcatheter (subject device) was advanced into a catheter (non-stryker device) into the aneurysm. While advancing the last few millimeters of the coil (non-stryker device), the microcatheter pulled out of the aneurysm and was stuck within the distal a1 segment of the left aca (anterior cerebral artery). Multiple attempts were made to advance the microcatheter back into the aneurysm, but were not successful. Angiography showed slow flow within the left ica due to vasospasm. The procedure was completed successfully. Patient neurological assessment post-procedure was mrs 1. At 2 month and 6 month post-procedure, nihss and mrs were 0. No additional information is available at this time.